Event description:
The neuron 070 prolapsed in the descending aorta during the case. The neuron guide catheter had to be removed with some difficulty and was replaced with another. The case was completed successfully.

Manufacturer narrative:
This MDR is being filed as part of the remediation action taken in response to the 483 issued to penumbra on (B)(4) 2009.